Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized due to diabetic ketoacidosis. When the infusion set was removed, the cannula was noted as bent. He did not recall the blood glucose reading. He was wearing the insulin pump at the time of the event. The customer was advised to call back if troubleshooting was needed. The insulin pump was not replaced or returned for analysis.